Manufacturer narrative:
Update to b5: medtronic received additional information that the reported several failures were due to the same issue that occurred for a three-day period. Wet quality controls were performed once monthly and electronic quality controls weekly. No error codes were associated with this event. The failing test did not fall within the parameter range of the control. The customer confirmed that no tests results were used, since there was no patient involvement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received from field service technician confirms that the customer decided not to ship the device back to depot. They have been able to get their liquid controls to pass more consistently by hydrating controls longer with more agitation. No further action is required at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction h6: eval code result (fdr/annex c) and eval code conclusion (fdc/annex d) updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H.2.6. Fdc code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the reported issue of the instrument failing abnormal liquid quality controls was verified during service. The field service technician noted that the instrument was clean and free of debris. The instrument was inspected and all mechanical alignments were as expected. The service technician cleaned the sensor areas and operated the instrument with liquid controls, running tan, red, blue, act-normal, and act-abnormal. All controls passed except the abnormal act. The service technician ran multiple abnormal controls using hydration periods of 15, 25, and 40 minutes and the range used was 316-360 seconds. The instrument was detecting at 312 and 315 and 318 seconds. The instrument will be sent to the service depot for further service. Note: the instrument has been serviced to date in the facility by a field service technician. It has not returned to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a hms plus instrument, it was reported that over the last 3 days the instrument had failed several abnormal liquid quality controls on lot numbers: 229431523, 229432746, and 229243476. At least two attempts were made with each lot number. The instrument was replaced with a backup. There was no patient involvement, so no adverse effect occurred.